Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that since 2016-05-02, the right ventricular capture threshold has risen to 2.5 volts and is consistently above 2.5 volts. This device was reported as included in the field action. Based on the information received performed and without the return of the product, it cannot be confirmed that this device as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular lead has high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.